Manufacturer narrative:
(B)(4) date sent 9/29/2025 d4 batch #a9751z . Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was returned with no apparent damage. In an attempt to replicate the reported event, the device was tested for functionality. Upon testing, the device was fired, and the clips did not advance into the jaw. The device was noted to have the tip of the advancer bent. The instrument was disassembled; upon disassembly the advancer was confirmed to be bent and eight (8) clips were found inside clip track. The event reported was confirmed and it is related to improper use of the device. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. Please reference the instruction for use for more information. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch a9751z number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent 9/17/2025 d4 batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: 1. Did device jam (not fire clips)? Ans: yes, the spring from the groove was dislodged 2. Did device not feed clips (clips not advance fully into jaws)? Ans: the surgeon partially fire the clips when the demarcation line still in the metal trocar, didn¿t notice that the line yet to pass thru the trocar, hence the clip was not able to feed properly 3. Did device drop or eject clips? Ans: n/a 4. Was there any other issue noted with the clip firing (sideways feed clip, malformed clips, scissored clips, etc )? Ans: n/a 5. Did the clip not hold on the vessel or tissue once placed? Ans: no, the surgeon want to load the clip before he placed on the structure 6. Was there a patient consequence? If yes, how was the issue addressed? Ans: n/a 7. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? Ans: n/a this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic cholecystectomy the clips cant clip well. Surgeon told that it might due to the registrar had advanced the clip earlier before they see the demarcation line pass through the trocar.

Manufacturer narrative:
(B)(4). Date sent 9/25/2025 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was returned with no apparent damage. In an attempt to replicate the reported event, the device was tested for functionality. Upon testing, the device was fired, and the clips did not advance into the jaw. The device was noted to have the tip of the advancer bent. The instrument was disassembled, upon disassembly the advancer was confirmed to be bent and eight(8) clips were found inside clip track. The event reported was confirmed and it is related to improper use of the device. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. Please reference the instruction for use for more information. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Date sent 9/22/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.